Manufacturer narrative:
The company rep examined the sys and confirmed sys message "lamp over temp" in the event log. The company rep found the fan dust filter in place over the lamp exhaust port, keeping hot air in the sys. The dust filter was removed from the lamp exhaust port. The fan intake dust filter was verified to be clean and put in its correct place. The sys was then tested and met product specs. No sample was sent for eval and no add'l info was provided related to this event. For this reason, steps could not be taken to confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause cannot be determined. (B)(4).

Event description:
A customer reported that the light source shut down two times during surgery. The sys was exchanged to complete the case. There was no pt harm.